Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2012, inratio: 1, lab: 1.7. Meter and lab results were done minutes apart. Pt's target therapeutic range is 2 - 3.

Manufacturer narrative:
Investigation pending.